Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, weak battery, low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error, turned off and customer was not able to turn it on. Customer's blood glucose value was 396 mg/dl. Troubleshooting was performed. Customer stated that drive support cap was normal, customer declined signs of physical damage and stated that battery contacts cap and compartment were ok, not damage, missing or corroded. Customer uses battery energizer. Customer states they removed the battery and inserted a new battery, the insulin pump turned on and alarming failed battery test. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.